Manufacturer narrative:
(B)(4). Additional information received from gpv dated 01/04/2012 indicating: additional information provided by the facility nurse states that on (B)(6) 2011, the pd effluent cultures were positive for staphylococcus epidermidis and not strep viridians as previously reported. Additional information: summary sheet peritonitis dated 01/04/ 2012 was provided which indicates: the facility nurse clarified on (B)(6) 2011, the patient was diagnosed with peritonitis. The patient never fully recovered from the peritonitis. The patient was never hospitalized for peritonitis. The patient was recovering from the recurring episodes of peritonitis. Pd therapy was on-going. The cause of the initial episode of peritonitis on (B)(6) 2011 was unknown. The possible cause of recurrent episodes of peritonitis was that the pd catheter became seated with the staphylococcus bacteria. The events were unrelated to dianeal solution or baxter products. The nurse confirmed the previous nurse report that the bacteria responsible for the recurrent episodes of peritonitis was staphylococcus epidermis. The nurse was unable to access records prior to (B)(6) 2011. The patient did have an episode of peritonitis in (B)(6) 2011 and (B)(6) 2011. The last episode of peritonitis in (B)(6) 2011 began on (B)(6) 2011. The reported cause of the peritonitis was a break in aseptic technique and touch contamination. The patient is to have the pd catheter replaced. The patient is recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (gd885293 and gd888123) with no defects noted. The cause of the peritonitis was determined to be use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Event description:
Baxter's product surveillance (ps) contacted the facility nurse regarding an unrelated peritonitis case (see 1423500-2011-14649). During the follow up call, the facility nurse indicated two other facility patients were diagnosed with peritonitis in (B)(6) (this report and report 1423500-2011-14656). This patient was diagnosed with peritonitis on (B)(6) 2011. Additional information received from the facility nurse on (B)(6) 2011 indicates: the male patient presented with cloudy effluent in the drain bag on (B)(6) 2011. The patient ws placed on vancomycin, dose and route unknown. The cause of the peritonitis is unknown. The patient was retrained regarding aseptic technique. The patient has recovered from this event.